Event description:
The customer called back to run a displacement test and to make sure that the insulin pump is fine after being exposed to a strong lightning. The customer mentioned the paramedics told him that he is lucky to be alive. The caller stated that his blood glucose is fine and does not want to get off the insulin pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.